Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege: patient is a surgical recipient of a depuy pinnacle metal-on-metal total hip replacement system. Corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients body. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that implant could not support their weight. Patient is part of a multi-plaintiff litigation. It is unclear which symptoms are specific to the patient and whether or not patient has been revised. Update: 2/20/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Patient was revised because of failure of ingrowth of the acetabular shell. On (B)(6) /2007 the patient was implanted with metal-on-metal and no revision was noted. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.